Event description:
Patient reports first infusion of the cycle completed today (B)(6) 2020. Patient realized that one third of infusion leaked due to tubing defect. No adverse event reported associated. There was not further information provided. Unknown if patient still has tubing on hand. Lot number is unknown. Reported to (B)(6) by patient/caregiver.